Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection at 10x microscope magnification showed residues of viscoelastic (ovd) on the haptics and optic body. Loose particles were observed compatible with handling the lens out of the sterile environment. The condition observed in the lens received is consistent with a lens that has been removed from the patient eye. The investigation results do not suggest that the complaint lens reported has been affected by the manufacturing process. No quality issue with the amo iol was indicated. The manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. The device met manufacturing release specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that during the implantation of a tecnis 1 piece intraocular lens (iol) zcb0000195, the surgeon determined the patient required a vitrectomy. The iol was fully implanted at that time. The surgeon removed the iol, performed the vitrectomy and completed the procedure by implanting another iol. There was no quality issue with the iol, the removal was due to a patient issue.